Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Depuy synthes mitek learned of this event from medwatch # 2600320000-2015-8076, received from the FDA via us mail on 09/09/2015.

Event description:
During use by the surgeon with the depuy expressew suture passing device, the tip of the needle broke off in wound during a shoulder arthroscopy. The piece was retrieved without difficulty under direct view by surgeon.

Manufacturer narrative:
The complaint device is not being returned by the customer, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed no other complaints of any kind for this lot of 640 - 5 packs of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Expressew iii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Depuy synthes mitek learned of this event from medwatch # 2600320000-2015-8076, received from the FDA via us mail on 09/09/2015.